Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2022-02655.

Event description:
During prep on two defective mynxgrip vascular closure devices (vcd), the first balloon popped and the with the other vcd, a portion of the catheter proximal to the balloon came apart. There was no patient injury. Another mynx vcd was used to complete the procedure. The vcd¿s were handled and prepped according to the instructions for use (IFU). Both vcds are available for analysis.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2022-02655 during prep on two defective mynxgrip vascular closure devices (vcd), the first balloon popped and the with the other vcd, a portion of the catheter proximal to the balloon came apart. There was no patient injury. Another mynx vcd was used to complete the procedure. The vcd¿s were handled and prepped according to the instructions for use (IFU). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube remained in manufacturing position. The syringe and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2208502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed in one of the returned devices. The exact cause of the reported events could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The IFU also warns users not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.